Event description:
T was reported to philips that the heartstart xl defibrillator paddles were not recognized during the self test. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.